Manufacturer narrative:
The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery issue was confirmed and duplicated during product evaluation. The root cause of this condition was assigned to depleted main batteries resulting from user error. The main batteries and battery harness were replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92. This information was incorrect in the initial medwatch.

Event description:
This is a report of a colleague infusion pump with a battery issue, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. Patient involvement is not known. There was no patient injury or medical intervention. The software version for this device is currently not known. No additional information is available.